Event description:
Clinical study. It was reported that 5 days after a coronary artery drug-eluting stenting treatment procedure, the pt had a stent thrombosis and underwent a target-vessel re-intervention (tvr). The index procedure treated 1 de novo, ulcerated long proximal plaque 50%-75%, lesion located in the saphenous vein graft to the 2nd diagonal (d2). The vein graft to the vessel was patent and appeared unstable. The physician successfully implanted a 3.5x20 taxus express2 drug eluting stent at 22 atms. Post implant timi flow was 3. The pt was discharged 1 day post index procedure on aspirin and clopidogrel. The pt was admitted to the hosp 3 days post-index procedure with chest pain at rest, which began the night of discharge from the hosp. This radiated to his left arm and jaw and lasted 2 hrs. It was relieved with nitroglycerin. He underwent diagnostic catheterization two days later, 5 days post-index procedure, which revealed "the saphenous vein graft to d2 was completely occluded with thrombus. In spite of this complete occlusion, the supplied territory was fed via collaterals from the internal mammary artery to the d2." The pt was observed for 1 day post catheterization and did have occasional twinges of chest pain without any EKG changes. "It is very possible that this chest pain is ischemic chest pain, but it is felt that the supplied area of the occlusion is small and fed by collaterals. We did not feel that there was any percutaneous intervention that we could offer." The pt's isordil was increased for antianginal effect and he was discharged 1 day after the catheterization on aspirin, plavix, quinapril, atenolol, atorvastatin, isordil, hctz, synthroid, zantac, and nitroglycerin.

Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.